Manufacturer narrative:
An additional review of the file resulted in reclassification of the reported event from equipment-related to technique related. The hemolytic reaction that occurred on 4/3/97 at jomo to donor #00176 was the result of a technician error that occurred during the completion of the first draw/return cycle on the auto c machine. The exposure to free hemoglobin (hb) apparently occurred as a result of returning the reservoir of packed cells, following the triggering of the hb detect alarm. During the second draw cycle, a second hb detect alarm occurred and the procedure was discontiued. This reservoir of packed cells was not returned to the donor. The plasma center technician had understood that repeated hb detect alarms may require replacement of an auto c machine component, the c cell. Therefore, a new c cell set up was installed and the donation continued. A third hb detect alarm sounded. The procedure was discontinued. The needle was removed from the donor's vein after returning the contents of the reservoir, once again exposing the donor to free hemoglobin. As previously reported, the donor went to the restroom and noted red urine. This was immediately reported to the medical supervisor, who collected a urine sample and escorted the donor to a local hospital emergency room, where fluids were given. The donor was admitted to the hospital, kept 2 nights for observation, and released. The initial report information has been updated and is reflected in the information printed in this follow up report. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
On 4/3/97 at the end of a plasma donation procedure, the donor complained that he had voided bloody/brown urine. No other side effects were reported. The donor was sent to the hospital where he was hospitalized overnight. He was administered saline solution intravenously. The saline cleared the urine of any blood successfully. The donor was released from the hospital in good condition. On 4/7/97 the donor visited the donor center and he was found in good condition.